Event description:
A site reported to rxsight that a light adjustable lens (lal, sn: (B)(6), +25.0d) was implanted in the left eye on (B)(6) 2024. During the postoperative period, patient had 1 light adjustment and no lock-in treatments. The patient was lost to follow up and upon returning to the clinic on (B)(6) 2026, the patient complained of having a constant halo in their vision. The lal was subsequently explanted on (B)(6) 2026.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).